Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 10 months. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. The patient remains on lvad support. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient experienced a driveline infection. Cultures were positive for proteus mirabilis, corynebacterium amycolatum, and corynebacterium xeros. The patient was treated with unspecified antibiotics. On (B)(6) 2017, the patient complained of a burning sensation at the driveline exit site during movement. Fever had not occurred. Cultures were positive for proteus mirabilis and corynebacterium amycolatum. The patient was treated with oral antibiotics for 4 weeks. On (B)(6) 2017, cultures were positive for morganella morganii, enterobacter aerogenes, citrobacter koseri, and multidrug resistant gram negative bacteremia. On (B)(6) 2017, cultures were positive for corynebacterium amycolatum. The patient is on recurrent therapy with antibiotics. No further information was provided.